Manufacturer narrative:
Other, other text: d4: UDI section, expiration date and h4: manufacture date are not available based on the reported lot number. G5: 510k is blank, this catalog number is not sold in the united states. Device evaluation: one device was received for investigation. Visual inspection showed the needle and the base of the needle were detached, but no major damage was observed. It looked like it was detached from where the needle was glued. The complaint was confirmed. Since this event occurred during the procedure and no problems were observed during needle puncture, it is considered that there were no abnormalities before use. The root cause of this event seems to be the bonding process between the needle and the needle base. It was determined that the manufacturing process of the supplier was the root cause. It will be requested that the supplier investigate the sample in detail. During review of the device history report (DHR) manufacturing records, relevant to the lot reported, no discrepancies or anomalies were found.

Event description:
It was reported that after the epidural needle was inserted into the patient, it slipped off from the base during removal and was left in the patient's body. The customer managed to remove the needle from the patient. No patient injury reported. It was reported that no additional information is available for this complaint.